Event description:
Healthcare professional reported unknown said "in the other one case, infection could not be controlled and the implant was removed." Device was explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.